Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. There was no report of further complication.